Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had systemic infection resulting in infected right atrial (ra) lead and right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was removed and was not replaced. No further patient complications have been reported as a result of this event.